Event description:
In 2009, the patient reported he sees air bubbles in the insulin cartridge of his infusion device after filling the cartridge and during use. He stated he uses room temperature insulin and primes the device while it is in the upright position. He stated he partially fills the cartridge to approximately 210 units and does not adjust the piston rod. He was advised to raise the piston rod to 205 units. He said he does not always prime out air bubbles. He said he currently sees an air bubble in the cartridge. The pt was assisted in priming the air bubble out. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.